Manufacturer narrative:
Product event summary: the delivery system was returned and analyzed, and the delivery system flush tube was kinked/buckled. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was not possible to flush the introducer sheath, as there appeared to be an obstruction inside the sheath. The system was not used, and another system was used. No patient complications have been reported as a result of this event.